Manufacturer narrative:
H3: product analysis found the bezel and front housing are scratched. There is a nim cpu pcb board issue inside the nim device. H6: previously applied codes fdm b21, fdr c21, fdc d16, img g02030 are no longer applicable. Codes applicable are: fdm b01, fdr c0201, c07, fdc d02, d20, d1102, img g02005, g04037, g04070. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: 8253200, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis found the customers complaint can be confirmed, the device does not work correctly anymore due to fact that stim 1 is not responding to signals anymore. The clamps are loose due to worn wave washers. The pcb is worn. The cable does not give correct signals anymore. H6: previously applied code fdm b21, fdr c21, fdc d16 are no longer applicable. Applicable codes are: fdm b01, fdr c0201, c0601, c07, fdc d02, d1102, img g02004, g0405204, g04138, g02005. 2. Product ID: 8253200, serial/lot #: (B)(6), ubd: 01-jan-2049, UDI#: (B)(4). H6: previously applied code fdc d16 are no longer applicable. Applicable code is: fdc d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, there was problem with the connectivity of data transfer from the probe to the interface and monitor. There were reading issue and signal noise from the system. Prolonged treatment. The subsequent electrodes were replaced and that also did not work properly. Some stimulation ports are non-functional, resulting in the inability to deliver electrical stimulation through specific channels. Procedure was completed using anatomical landmarks. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: codes applicable are fdm b21, fdr c21, fdc d16 and img g02005. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: 8253200, serial/lot#: (B)(6), UDI#: (B)(4), h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: codes applicable are fdm b21, fdr c21, fdc d16 and img g02005. 2. Product ID: 8253200, serial/lot#: (B)(6), ubd: 01-jan-2049, UDI#: (B)(4), h6: codes applicable are fdm b17, fdr c20, fdc d16 and img g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.